Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer stated that cns device was stuck at the boot up screen and will not load into windows. Customer had attempt to rebuild hard drives, but on (B)(6) 2020 requested part number for the hard drive to purchase replacements. Investigation summary due to insufficient information available to conduct further investigation, the root cause of the reported hard drives needing replacement could not be determined. No CAPA is warranted at this time. Additional model information: the following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products additional information: b4. Date of this report, f6. Date user facility/importer became aware of the event, f7. Type of report, f11. Date report sent to FDA, f13. Date report sent to manufacturer, g4. Date received by manufacturer, g7. Type of report, h2. If follow-up, what type? H6. Event problem and evaluation codes, h10. Additional manufacturer narrative.

Event description:
The customer reported that their central nurse's station (cns) was stuck in boot loop and would not load into windows.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was stuck in boot loop and would not load into windows. Nk ts advised the customer to swap their hard drives. The customer will be receiving a replacement drive in order to mitigate this issue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) was stuck in boot loop and would not load into windows.